Manufacturer narrative:
Follow up was performed regarding the disposition of the intraocular lens (iol). The location contact indicated that since the iol was cut in half for removal from the patient's eye, it was discarded in the field. No additional information was provided. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the leading haptic ruptured the capsular bag during insertion of the intraocular lens (iol) when the lens was advanced. The lens was removed during the same case. The incision was enlarged to remove the lens and there was vitreous loss noted. A vitrectomy was performed and the lens was replaced with an anterior chamber lens with sutures. Further, it was stated that the edema was going away and that the patient was doing okay.

Manufacturer narrative:
(B)(4). Placeholder.